Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, device evaluation found the image was black. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the b30 and black image was an electrical component failure. In addition, the following reportable malfunctions were identified during the device evaluation: black image. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the gastrointestinal videoscope displayed a b30 scope communication error message. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.